Event description:
It was reported that the patient presented with a right ventricular lead that was exhibiting varying low voltage impedance. No changes or intervention was reported. The patient status was unknown.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147585.